Event description:
It was reported that during an ilectomy procedure, after the first firing, it was found that 1/3 of the staples were not deployed. Add'l suture was performed. The sales rep checked the device and found that the staple drivers could go up. Another device was used to complete the procedure. There were no adverse consequences for the pt. The surgeon commented as follows: the anvil was set in the ascending colon and housing part was set in the ileum. Then anvil was connected to the housing part and fired without any difficultly. Target tissue was not so thick and not multiply-stacked. Surgeon could not find any unformed staples sticked to the ileum at the 1/3 of the staple line. Surgeon did not also confirm the actual staple form for the rest 2/3 of the staple line. Some slight blood loss was observed but its quantity was not so much. After the surgery, surgeon referred to the pt's anamnestic history, but no anomalies were found.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.